Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported no stimulation on the right side of the body since device implantation, describing vibration felt in the bladder instead of the spine. The pt added there was no vibration in the middle above the buttock where therapy should target, while stimulation was only present in the front of the stomach, half of the heel, and partially down the legs. The pt mentioned they had tried to adjust intensity but issue persists. Agent reviewed information and redirected the pt to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.